Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Almost choked [choking sensation] head on the toothbrush fell off in mouth - oral-b [device breakage] brush head seemed to be getting stuck or something while in motion...pin that is loose - oral-b [device physical property issue] case narrative: consumer via phone stated that the oral-b toothbrush head fell off of the oral-b toothbrush, type 3765 in their mouth and almost choked them. The oral-b toothbrush head seemed to get stuck or something while in motion. There was a pin that was loose on one and a pin that was completely missing on another. No serious injury was reported.